Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During the power up process, the reported problem could not be duplicated. The battery was charging and all the reading were within the required specifications. The root cause of the issue could not be determined as no physical or any other damage was found on interconnect board. Replaced interconnect board and battery as a preventive measure. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a constant depleted battery, base hardware alarm. No patient injury was reported.